Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The product was requested to return for manufacturers laboratory investigation but it was scrapped. Also, there was no information about the lot number of the set and no picture related to the failure. Therefore, DHR review could not be performed. The root cause of the problem could not be established as there was insufficient information concerning this complaint. Additional information regarding the case was requested three times. A review for similar complaints has been performed and a similar incident from the same institution was found. Based on this, a confirmation of the failure based on previous complaints is not possible, and there is no systemic issue indicated. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
According to the customer: "interior segment of reservoir seemed to have positive pressure despite the application of vacuum. A few cc's of blood vented. Concern they reservoir filter may be clogging. It was mentioned this happened 3 times total. This is the 2nd of those 3 complaints.device was not retained." (B)(4).